Manufacturer narrative:
Corrections in b4: date of the report, d2: type of device. Additional information in b5, d2b, g1, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported by the patient the 72r electrode caused skin irritation. The patient went to the surgeon regarding the skin irritation and was prescribed a cream. The skin irritation was itchy and the skin felt raw. The patient does not remember the name of the cream. No further consequences were reported. The 72r electrodes were not returned.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as august of 2025.

Event description:
It was reported by the patient the the 72r electrode caused skin irritation. The patient went to the surgeon regarding the skin irritation and was prescribed a cream. The skin irritation was itchy and the skin felt raw. The patient does not remember the name of the cream. No further consequences were reported. The 72r electrodes were not not returned.